Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical reports was reviewed and there was an implant break of a femoral pin in an implanted tumor prosthesis (lps, depuy), right, in status post resection of the distal femur and reconstruction of the knee joint with a tumor endoprosthesis due to leiomyosarcoma (grade unknown) before 2012 in (B)(6) [croatia]. Clarification: there is a discrepancy in the side of the component that fractured. The original description noted it was on the left, but the follow-up information noted it was on the right. There will not be another pc created, as it is highly improbable that the patient would experience bilateral component fracture at the same time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 patient code: no code available (3191) used to capture the insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that it was the femoral stem in an implanted tumor prosthesis that was fractured, and the femoral pin was not fractured. Left femur is affected.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of left distal lps femur as cementless stem 12.5 x 100 was fractured. Change of femoral stem and segments. Doi: about 8 years ago, dor: (B)(6) 2020.